Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5 describe event or problem- correction. G6 type of report- follow up. H2 type of follow up- correction. H6- codes - additional.

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. It was reported that signal loss of over one hour occurred for the transmitter with the serial number (B)(6) . However, data for the transmitter with the serial number 87nfyw was provided for evaluation. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection.. No injury or medical intervention was reported.

Event description:
Data investigation confirmed loss of connection on 2-8-2024. The complaint states that signal loss of over one hour occurred for transmitter with serial number (B)(6). Data was provided for investigation. The problem was confirmed for transmitter with serial number (B)(6). The probable cause was the transmitter and app were unable to establish a connection.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: subsequent to the initial MDR, a correction is required. B3 date of event - correction g6 type of report - additional information h2 type of follow up - correction h10 corrected data

Event description:
Subsequent to the initial MDR, a correction is required.